Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 18, 2024 ¿ april 19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and leakage from the administration port was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) exactamix 500 ml eva tpn bags leaked from the middle port. This was observed in the pharmacy after being filled with intravenous (IV) fluids/total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.